Event description:
Pt had a large glioma tumor which had failed radiation treatment. The pt underwent an ablation procedure as treatment. After treatment and removal of general anesthesia, pt exhibited symptoms consistent with pulmonary edema. A craniectomy was later performed to relieve pressure on the brain.

Manufacturer narrative:
The vclas-ccs portions of the applicators were not able to be examined after removal, but the laser fibers were examined and showed no evidence of failure or malfunction (no burn, char, deformation).